Manufacturer narrative:
Device evaluation is not necessary as the extrusion and wound dehiscence is not related to the functionality or delivery of therapy of the device. (B)(4).

Event description:
It was reported that a patient was scheduled to have their vns removed due to the wound not healing. The patient was recently implanted and the patient's mother advised the surgeon to put stitches on the wound so that it won¿t come open again but he forgot and only used glue and thus the incision site at the neck had come open again and part of the lead (2-3 inches) and even one tie-down had come out through the opening. The patient's device diagnostics and settings were checked prior to surgery and no issues were found. The surgeon was able to explant the whole device including all three helices on the nerve. He used longer lasting stitches afterwards to make sure the wound would heal properly. The surgeon stated that they tested and the patient did not have infection. The surgeon noted the patient's body has a hard time with wound healing to begin with so that is a concern for any type of implants for the future. Product return and analysis is not necessary as device functionality is not relevant to the extrusion and wound healing issues. No additional relevant information has been received to date.

Event description:
It was reported that a patient was scheduled to have their vns removed due to the wound not healing. The patient was recently implanted and the patient's mother advised the surgeon to put stitches on the wound so that it won¿t come open again but he forgot and only used glue and thus the incision site at the neck had come open again and part of the lead (2-3 inches) and even one tie-down had come out through the opening. The patient's device diagnostics and settings were checked prior to surgery and no issues were found. The surgeon was able to explant the whole device including all three helices on the nerve. He used longer lasting stitches afterwards to make sure the wound would heal properly. The surgeon stated that they tested and the patient did not have infection. The surgeon noted the patient's body has a hard time with wound healing to begin with so that is a concern for any type of implants for the future. Product return and analysis is not necessary as device functionality is not relevant to the extrusion and wound healing issues. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the extrusion and wound dehiscence is not related to the functionality or delivery of therapy of the device. (B)(4).